Event description:
A customer reported a sensor error message with the adc device, and was therefore unable to obtain sensor readings. The customer developed symptom of sweating and then lost consciousness. However, the customer reported they were able to regain consciousness by themselves and consume juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. Sensor kit expiration date is 31 jul 2022. The adverse event occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. An extended investigation has also been performed for the reported complaint and the customer's reader, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.